Manufacturer narrative:
Insulin pump received with cracked, bleeding lcd glass, minor scratches on lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump was cracked inside the led display due to normal wear and tear over time. The customer's blood glucose level was unknown at the time of reporting. She stated that she could not see the screen properly. The customer was advised that she should discontinue use of the insulin pump and revert to her backup plan. The insulin pump is being returned. No additional information was reported.